Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced poor condition, decrease in pulse, palpitation, discomfort in chest and bradycardia. It was noted that the implantable pulse generator (ipg) settings were initially changed for checking the patient's pulse but then were forgotten to be reverted due to human error which led to the patient symptoms. The ipg was reprogrammed back to intended mode and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.